Manufacturer narrative:
Continuation of d10: product ID 37751 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6). B3: date is estimated; month and year are valid. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated their implantable neuro stimulator recharger (insr) quit working. Pt said the implantable neurostimulator (ins) still had some charge, but the charge wouldn't last until monday. Pt said when they tried to charge last night, the insr screen was just blank. Pt later said when they checked the pt's ins in office before pt could have ins replaced ((B)(6)), they noticed then that the insr wasn't working as good as it should - which was the end of last month. Pt plugged insr into desktop charger (dtc) but nothing came on the screen and green light wasn't on dtc. Pt tried another outlet and green light came on dtc, but still the insr screen was blank. Pt didn't see any damage to dtc connector pin or insr port. Pt reset insr and reported they now heard noise from the insr, but still the screen was blank. The issue was not resolved. An email was sent to the repair department to replace the insr as pt needed to charge ins and was getting ins replaced soon (pss reviewed pt could donate insr back once they had ins replaced).